Manufacturer narrative:
Device not returned because it was a biohazard (covered in blood).

Event description:
It was reported that during donning of a surgical procedure at the user facility, the toga material felt thin and ripped. The procedure was completed successfully without a clinically significant delay, adverse consequences, or medical intervention.